Event description:
Healthcare professional reported: "pt presented for scheduled replacement of a leaking allergan lap-band [lap-band] and repaired a hiatal hernia during this procedure as well. Pt tolerated the procedure well."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The reporter indicated that the device will not be released from the hospital. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number or model number. The reporter has declined to provide allergan further info regarding pt data. Hernia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leaking from the band, the port or the connector tubing." Device labeling addresses the reported event of hernia as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias."